Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), regurgitation is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to regurgitation, including improper sizing of the native valve, malpositioning of the prosthesis (too aortic or too ventricular), and severe native annular calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In this case, the cause of the event appears to be related to the pinning of a leaflet by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the first valve deployed in good 60:40 aortic with moderate to severe central aortic insufficiency (cai) was noted on fluoro after deployment. The wire was manipulated to centralize, however cai remained. A second valve was placed higher within the first, but the cai did not resolve. The patient required chest compressions. A soft catheter was placed across the valve. The cai improved to mild. The patient slowly started to recover and an iabp was placed for support. Additional investigation revealed the following: the native valve/leaflet calcification was moderate. The coaxial alignment of the delivery system and valve was considered good, as was the image intensifier angle. The patient's native annulus diameter was 21mm, measured by tte. Per report, the physicians attributed the cai to the wire pinning a leaflet.